Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was in offline mode and would not power on. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that there was no power to the station. The field service engineer (fse) isolated the drawer 3, full height (fh) cubie and diagnosed a bad drawer control printed circuit board (pcb) to resolve the issue. The customer was able to access the drawers without any issues. The system functioned as intended after the field service engineer resolved the issue.